Event description:
It was reported by the rep that the device was used during a laparoscopic tubal ligation. It was reported the torn gasket on the 511o trocar leaked co2. The case was completed with the original trocar. There was no consequence to the pt. 10/19/1998 surgeon called back stating he used the 511o during a laparoscopic tubal ligation procedure. The surgeon stated he noticed a tear in the 511o gasket after approximately 15 minutes into the procedure. The surgeon reported he was using a 10mm laparoscope through this trocar and had been moving it in and out during that time. The surgeon said the torn gasket caused co2 to leak out and subsequently needed to increase the flow of gas from their insufflator. The surgeon said he completed the procedure by using this trocar and there was no consequence to the pt.